Event description:
During a coronary stenting treatment procedure, deployment difficuties were encountered. The physican was attempting to deploy the express2 3.5 x 16 mm stent in a lesion in the mid-circumflex. He first noted difficulty in introducing and advancing the stent/delivery system. It is unknown if the lesion was pre-dilated. After crossing the lesion, he increased the pressure to 8 atm, but pressure was not building up in the balloon and the stent struts did not open. The stent and delivery system were removed as a unit. Another stent was used to complete the procedure successfully. The pt is "okay"; no injuries or complications were reported.